Event description:
The reporter stated that the surgeon was inserting a 15.5 diopter three piece collamer lens model cq2015 using a msi-pm injector, and the trailing haptic was trapped in the injector and tore off. The reporter stated that the cause of the lens tear was due to the injector. The lens was removed with no pt injury and was replaced with another collamer lens.